Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A prolapse, flail and a restricted posterior leaflet were noted on the mitral valve. An nt clip was deployed medially of a3/p3. To further reduce mr, an ntw clip was inserted and deployed lateral to the first clip. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.